Event description:
Patient was implanted with tibial nail-ex, one-third tubular plate and screw construct on (B)(6) 2011. On an unknown date, patient reported pain from the implanted hardware. Patient returned to the operating room on (B)(6) 2012 for removal of hardware. All hardware was removed on this date, and it was reported that the fracture was healed and no other devices were implanted. This is 1 of 17 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.